Event description:
It was reported by the customer that epidural catheter "sheared off". Epidural catheter was inserted in a female patient (pt.) At 0900 by an anesthesiologist. Pt. Delivered baby at 1725. Pt. Asked registered nurse (rn) to remove catheter 1 hour after delivery because it was "hurting her back". At 1825 pt. Sat up & rn pulled gently on catheter & meet resistance. Rn asked pt. To reposition herself & bend forward. Rn pulled on catheter & it came out immediately, without any resistance. Rn did not see the tip of the catheter & it was frayed. Anesthesiologist was called at 1830. Exam revealed no deformity of back with skin intact. Lumbar sacral CT was done at 2202: "small radiopaque 6.4 cm catheter that enters the spinal canal at l2 - l3. The more distal portion terminates within the left paraspinal muscle. Surgical consultation is recommended to retrieve this catheter." In 2008, pt. Went to operating room for removal of retained epidural catheter under general anesthesia. Pt. Discharged in stable condition two days later.

Manufacturer narrative:
Follow-up report will be filed if additional info becomes available.